Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had replace battery now alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. It was reported that the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Replace battery now alarm and low battery alert due to connector resistance issue. No damage to battery cap noted.